Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the data logs were not returned. Visual inspection of the returned pump revealed a significant mass of biomaterial on and around the impeller. No other abnormalities were found. Therefore, it was determined that the root cause of the low pump flow was ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, there were low pump flows and suction during startup. The pump was removed and replaced with no harm to the patient.